Event description:
Procedure type: lap chole. According to the reporter: the locking system (umbrella like part on the cannula) would not close. Dr. Broke the trocar into pieces in order to remove the device. There was no report of additional bleeding, no tissue damage, nothing fell into the pt's cavity, and the operating time was not extended more than 30 mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4).